Manufacturer narrative:
Consumer admits to sleeping while using the heating pad and being on a pain pump, both are violations of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned product.

Event description:
Consumer alleges she received burns to her side and buttocks when she fell asleep while using a heating pad.